Event description:
Asr revision;. Asr xl - left; reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place (B)(6) 2012. Asr xl - left, reason(s) for revision: pain. Invalid lot number and item number provided - 60417922 and 65786214. Update received 28 august 2014. Surgery date amended. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.